Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 26-jul-2022, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant potassium results of >9.0 mmol/l on a female patient with arthralgia, unspecified joint & pain. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The customer also presented suppressed result for ionized calcium on I-stat, it is suspected that the I-stat sample used was hemolyzed causing the results of >9.0 mmol/l. However, this could not be confirmed at the time of this report. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 24-aug-2022. A review of the device history record confirmed the cartridge lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria for points outside total allowable error (ea) found in q04.01.003 rev. Ak, appendix 1 - product complaint level 2 and level 3 investigation procedure, in whole blood (wb). Although no results outside ea were observed when testing with I-stat tricontrols level 2 fluid under test ID (B)(6), it is not possible to make a pass/fail determination with respect to rate of results outside ea due to low sample size (less than 17). The testing failed the criterion for suppressed results. A deficiency was previously identified for this issue, which is unrelated to the customer's complaint of discrepant results, and is being investigated in quality record (B)(4).